Manufacturer narrative:
Device not returned to manufacturer for evaluation. Device is still in use. Baxter's product surveillance department is pursuing the sample that was reported as available at the time of the initial report.

Event description:
Home patient contacted baxter technical service to request help ending therapy. Home patient stated that she "cut" off one of her bags from set-up while she was connected the homechoice machine. Advised to discard supplies and contact nurse. No patient injury or medical intervention was indicated at the time of the initial report. No patient injury or medical intervention was indicated at the time of the initial report.